Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported difficult to open or close associated with clip jumpiness and unable to open clip during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report clip jumping. It was reported that a mitraclip procedure was performed to treat mitral regurgitation. During preparation of the clip delivery system (cds), establishing final arm angle (efaa) was performed. The system was flushed. The device stayed locked during efaa. When trying to invert and unlock and open the device, the clip would open to a 45-degree angle and experienced tension; then it jumped open with more force. The device was closed, and the lock lever cycled to make another attempt. The same issue occurred with tension and the device could not fully invert. The device was replaced, and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.